Manufacturer narrative:
(B) (4). (B) (4). Evaluation of the returned device found it was partially deployed. The flex-guide was carved by the garage leaves starting approx 2.5cm distal of the strain relief and continued to the distal tip during thumb advancement. The shaft carving prevented the vessel locator wings from collapsing into the tube set, interfering with clip deployment. The exchange sheath was carved and with some of its material caught between the tube set during thumb advancement. The clip had been deployed but was captured behind the opened vessel locator wings in the carved flex-guide and sheath material. This is inconsistent with the reported event of the clip achieving hemostasis. The proximal starting location of the carving indicates that the damage initiated during plunger deployment. The most probable root cause for this type of damage is due to the flex-guide, tube set and tissue tract not being correctly aligned during thumb advancement. This misalignment caused the support tube to strike the flex-guide and stop, leaving the garage leaves unsupported striking and carving into the flex-guide and exchange sheath during thumb advancement; subsequently, capturing the clip on the distal end of the device. Based on the investigation findings, the root cause for the damaged device components and subsequent clip captured on the distal end of the device is due to incorrect technique and a failure to follow instruction. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report. Four unused rep samples with the same part number as the complaint device was returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A root cause for the complaint device reported experience could not be determined based on the investigation findings from the tested samples. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device issue: clip did not deploy. Time of device issue: during the procedure. Adverse event: none. It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure of the right femoral artery after a diagnostic procedure. Reportedly, the pt is morbidly obese and has a deep subcutaneous tissue tract that caused difficulty inserting the exchange sheath of the device. After advancing the device into the artery and deploying the starclose se device clip, resistance was encountered during device removal. The safety release was cycled but the device remained stuck. The device was removed with counter-traction and an assertive pull. The operator inadvertently forgot to utilize the access ports to unlock and retract the thumb advancer and clip delivery tubeset to assist in the removal of the device. The starclose se device clip deployed in the intended location and achieved hemostasis. No adverse pt effects were reported. Though requested, no additional info was provided. During qe device analysis, the undeployed clip was found in the device.